Manufacturer narrative:
Continued e.1 postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Device was explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6. Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ red biological tissue observed on the surface of the shell. ¿ observed device rupture but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional additionally reported left side intracapsular rupture.